Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to application of excessive force and improper handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. There were no error codes noted during the device evaluation. However, as noted in b5, the tip of the objective lens was chipped. Additionally, the outer tube was damaged, the cereal ring was loose, and a dent was noted on the video connector terminal. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus endoeye hd ii telescope due to an error message displaying on the monitor during use. There was no patient harm reported as a result of this event. During the device evaluation, it was the tip of the objective lens was damaged. This report is being submitted to capture the damaged tip on the objective lens noted during the device evaluation.